Event description:
Dexcom g6 is failing to insert properly leaving the needle stuck in the user's body. This is a mechanical malfunction and it has happened four times now I spoke with dexcom and they stated certain batches are defective. They should recall these batches. FDA safety report ID# (B)(4).